Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine sulfate at an unknown dose and concentration via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that initially the patient's pump started to alarm in (B)(6) or (B)(6) 2017. This occurred because she missed a refill date and the alarm sounded like the critical alarm. When the patient went to see her healthcare professional (hcp), he filled the pump with saline since he was concerned the pump was dry and wanted to make sure the pump still functioned properly. No symptoms were reported. No further issues were reported or anticipated.